Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that "nurses came to me after 4 different patients had pca tubing that was leaking. After trouble shooting, it appeared that all the tubing seemed to be leaking in the same spot, at the y connector." No patient injury was reported. Additional information received via email and attached on 25-mar-22: customer confirmed he's reporting 2 affected items. Ups label requested. Patient information is not known. The leaking was identified early after initiation so no adverse outcome. Slight delay while changing tubing